Event description:
The customer (hospital) reported that a group a donor unit originally typed as a subgroup of a reacted negative in the anti-a and anti-b microtubes of the mts a/b monoclonal grouping card lot # 030107057-01 during donor retype testing. As part of the investigation, the collection facility re-tested donor as group o. Their investigation confirmed donor is group a reacting negative in forward typing. Test method and reagents used for this re-test are unknown. Information was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Sample was not returned for investigation. However, collection facility reported having confirmed the donor to be a "subgroup of a" reacting negative in forward typing. No definitive root cause was identified for the reported event. However, the sample cannot be ruled out as contributing factor. A complaint review indicates no other similar complaints have been logged against this lot. The product labeling states the anti-a gel reagent may not detect some weak subgroups of the a antigens. The use of the anti-a, b card may better detect these weak antigens.